Event description:
It was reported that while using the surgical fiber during a greenlight pvp procedure, the distal tip of the fiber "split" / was damaged, resulting in the release of green laser light and an "unwanted firing on the bladder neck of the patient". The fiber was replaced and the procedure completed using a second surgical fiber. There was "no patient injury" reported.